Event description:
It was reported that burr fracture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified artery. A 1.25mm rotapro was selected for use. During the procedure, the rotapro became stuck in the lesion, and the speed was consistently stalling. During removal, the burr fractured. The device was simply removed in one piece from the patient and the procedure was completed using an alternate device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device found that majority of the coil was stretched. The coil was detached at the burr. The burr was found detached and was able to be removed from the returned rotawire. The proximal end and the annulus of the burr were damaged consistent with damage caused from device (wire) interaction during rotation. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. During device-to-device interaction test, when the rotapro system was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. No other issues were identified during the product analysis.

Event description:
It was reported that burr fracture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified artery. A 1.25mm rotapro was selected for use. During the procedure, the rotapro became stuck in the lesion, and the speed was consistently stalling. During removal, the burr fractured. The device was simply removed in one piece from the patient and the procedure was completed using an alternate device. There were no patient complications reported.